Event description:
It was reported that the bottom plastic part of the jrny uni tibial impactor broke while impacting final tibia implant. Procedure finished with same device. No surgical delay reported due this event.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the plastic part of the impactor broke while impacting. Per email correspondence, the broken piece was removed from the patient. The procedure was completed using the same device, and there was no patient harm or delay. Therefore, no further clinical assessment is warranted. A visual inspection confirmed part of the plastic tip of the jrny uni tibial impactor is broken off and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed no part revealed prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Internal reference number: case-2021-00039063-1,